Manufacturer narrative:
Qc data from a day prior to the event was within customer's established ranges; however qc was not performed on the date of the event. System check was performed on (B)(6)2010 and was within specificationa bci field service engineer was not dispatched for this event. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous reactive (B)(6) result, which was generated by unicel dxc 800 accesss chemistry analyzer.the result was reported out of the laboratory. The result was questioned since the patient does not have any clinical sign of hav igm infection. The sample was sent to customer product line support (cpls) for testing. No additional information is provided.patient treatment was not impacted by this event. No reports of death, injury, or change to patient treatment have been reported in connection with this event.